Event description:
The physician was attempting to implant a 2.25 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion was pre-dilated and the stent couldn't move through the distal part of the circumflex, which was reported to exhibit 90% stenosis, 50% calcification, and tortuosity. It was reported that the stent dislodged at the lesion site and all the stent system was removed and a snare device was used to remove the stent. It was also reported that coronary dissection occurred after stenting, which was treated with the implantation of another stent. No other clinical sequelae were reported. Device evaluation: the stent was on the balloon although had moved distally covering the distal marker band. The distal segments were flared due to partial balloon expansion. The proximal segments were deformed and bunched against the guide catheter tip. Cine image review: procedural images did not show any images of the failed endeavor resolute attempt or a dislodged stent. The images do show an occluded lcx which, following pre-dilations, stent deployment and post-dilations, had poor flow. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology; 90% stenosis, calcification and tortuosity). Related to another device (guide catheter has further contributed to the stent damage). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; 90% stenosis, calcification and tortuosity). Related to another device (guide catheter has further contributed to the stent damage). (B)(4).